Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after the intraocular lens (iol) implantation, the patient experienced blurry vision, out of focus near and far . Hence the lens was exchanged for a different lens four months after initial implantation. The clinical reason for explant was reduced bcua. Additional information was requested and received stating there was no harm to the patient.